Event description:
It was reported that the insulin pump was shutting off and restarting itself unexpectedly. Customer also received a failed battery test and weak battery alarm. Corrosion was noted in the battery compartment. No further information reported.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. It was unable to verify weak battery alarm, off no power alarm, low battery alarm due to blank display. Unit received with minor scratched display window, cracked reservoir tube lip and reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.